Event description:
It was reported that x-series battery housing blue release is broken. Unable to remove handpiece. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Medical device: dual trigger handpiece; item# 89-8520-400-00; lot# 5015193. Foreign: singapore. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
Further evaluation of this event/complaint revealed that this event was unnecessarily reported previously. The reported event did not lead to harm or serious injury to the patient nor has it previously been reported.

Manufacturer narrative:
Further evaluation of this event/complaint revealed that this event was unnecessarily reported previously. The reported event did not lead to harm or serious injury to the patient nor has it previously been reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h10. No DHR review could be performed as it was not found. Device was 23 months old and is not out of box failure. Upon receipt, the housing button was broken. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.